Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. No unexpected low battery alert noted. The insulin pump passed the self-test. The insulin pump passed the error test and off no power test. No unexpected switch off any power anomalies noted. No unexpected alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was not reported.